Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 147 mg/dl, 211 mg/dl, and 372 mg/dl; 113 mg/dl, 189 mg/dl, 141 mg/dl, and 374 mg/dl. The comparisons were reported on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.